Event description:
It was reported that 17 inch ext set w/.2mf & vlv port was cracked and had blood backflow. The following information was provided by the initial reporter: the reported feedback suggests that there is a crack in the fitting. Crack in the fitting. Detailed incident description: what we have found with the second complaint is a crack in the fitting of the giving set, above the 0.2 micron filter assembly. This causes the liquid to squirt out of the set when pressure is applied. We suspect that this has caused a lack of positive pressure to the vein and therefore the back-flow of blood into the set and the filter, due to the patient¿s blood pressure, which was seen in the giving set returned by the customer.

Manufacturer narrative:
One 20350e-0006 sample was received for investigation with residual fluid present in the line; no packaging was received with the sample, however feedback provided by the customer indicates the affected lot number to be 19076446. Additionally two alaris gp sets, potentially 63200ny, and three b braun IV bags were received to assist the investigation. A visual inspection of the 20350e-0006 sample confirmed the customer's experience with a crack observed running along the length of the female luer, multiple craze marks were also observed; leakage was observed from the crack during a flush through. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 19076446 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The type of crack observed can be caused or contributed to by a combination of different factors, including over-torque of the component during connection with the male luer, use of a male luer that is not compliant to iso standards, or prolonged use of substances that are aggressive to plastics. In this instance based on the information available it is not possible to determine which of these factors may have contributed to the customer's experience. Please note the directions for use of the 20350e-0006 states ¿do not administer partially soluble medications, emulsions, suspensions, blood or blood products through filter¿. From the information available it was confirmed that tpn was being infused through the infusion set at the time of the customer's experience. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the 20350e-0006 product in the past 12 months. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 17 inch ext set w/.2mf & vlv port was cracked and had blood backflow. The following information was provided by the initial reporter: the reported feedback suggests that there is a crack in the fitting. Crack in the fitting. Detailed incident description: what we have found with the second complaint is a crack in the fitting of the giving set, above the 0.2 micron filter assembly. This causes the liquid to squirt out of the set when pressure is applied. We suspect that this has caused a lack of positive pressure to the vein and therefore the back-flow of blood into the set and the filter, due to the patient¿s blood pressure, which was seen in the giving set returned by the customer.